Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the incision site. On (B)(6) 2016, the recipient was prescribed 875 mg of augmentin, twice daily for 14 days. On (B)(6) 2016, the recipient noted purulent drainage and was hospitalized for treatment; the recipient was prescribed IV antibodies. On (B)(6) 2016, the recipient was underwent revision surgery to open, drain, and flush the incision site. On (B)(6) 2016, the recipient was discharged. On (B)(6)2016, the recipient's site was irrigated with 250 cc of saline and the site dressed. The recipient was recommended to have the dressing changed daily. The recipient has discontinued device use. On (B)(6) 2017, the recipient's incision site was irrigated and dressed. The infection has resolved and incision site is healing.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's incision site has reportedly healed and the recipient is using the device. The recipient remains implanted. This is the final report.